Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited cassette alarm. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed labels and housing all intact. No physical damage was found on the device. Upon inspection, customer problem was duplicated. Found cassette not attached properly.reattached cassette alarming. Defective downstream occlusion sensor was replaced.